Event description:
It was reported that the patient visited the doctor with hyperglycemia. The patient's blood glucose levels rose above 250 mg/dl. The personal diabetes manager (pdm) battery would not charge above 20% and the battery life quickly drained. The pdm would not turn on and the patient reported symptoms of feeling weak and tired. The doctor administered an insulin injection for treatment and the patient received two insulin pens to take home.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.